Event description:
It was reported the customer was experiencing high blood glucose. The mother reported the customer's blood glucose was 439 mg/dl. The mother also reported the customer's sensor glucose read 190 mg/dl and was continuing to drop. The mother stated the inaccurate readings was a recurring issue. The customer's mother also reported receiving a bad sensor alert and lost sensor alarm. Customer's mother also found a bent sensor cannula. Customer's sensor will be returned for analysis. No additional information provided.

Manufacturer narrative:
Reliability analysis: inspected 1 opened/used enlite sensor and performed bicarbonate buffer test. Sensor passed with accurate readings also found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened/used.